Event description:
It was reported that during a stenting treatment procedure removal difficulties and stent dislodgement occurred. The 80% stenosed target lesion being treated was located in the severely calcified and severely tortuous right coronary artery (rca). The lesion was predilated with an unspecified balloon. A 3.50x16mm taxus liberte stent delivery system (sds) was then advanced and advancing difficulties were encountered. The physician then attempted to remove the sds and removal difficulties occurred. The taxus liberte stent dislodged from the sds in an unspecified location. The procedure was completed with the deployment of another stent. Approximately 8 days following the procedure intervention was performed to remove the dislodged taxus liberte stent. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).